Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody identification when using capture-r ready-ID on a galileo echo instrument, which resulted in a delayed transfusion reaction.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images. No patient sample or customer product was returned to immucor for immucor investigation. An immucor field service engineer visited the customer site to assess the instrument used for testing and determined that it was operating correctly.